Manufacturer narrative:
The t:slim x2 g6 pump user guide states "do not expose your pump, transmitter, or sensor to: x-ray. Computed tomography (CT) scan. Magnetic resonance imaging (MRI). Positron emission tomography (pet) scan. Other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 297 mg/dl. The customer alleged that the pump was not functioning properly because the pump was exposed to x-ray technology (mammogram). Tandem technical support educated the customer that the pump should not be exposed to x-ray technology. The customer acknowledged. Reportedly, the customer reverted to manual injection for insulin therapy.